Event description:
It was reported that pump charging port sometimes did not successfully charge pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.